Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezj0993 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
On (B)(6) 2016 - per medwatch form, "retained piece of catheter. Dates of use: (B)(6) 2016. Diagnosis or reason for use: PICC line for chemotherapy." On (B)(6) 2016 - nurse from facility reported that their team investigated this case and found that there were no issues in the product (PICC line). Nurse stated it was an operator error.